Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted revealed pump stops that occurred on (B)(6) 2019 from 23:38 to 23:52 that all occurred while attached to the power module. Some of the pump stops may have been caused by a high current event. It was also observed that there may be a short to shield situation. Additional information reported that the patient had continued alarms. The patient was taken to the operating room for a pump exchange due to highly suspected pump thrombosis; however, unable to disconnect controller due to controller under sterile field. It was suggested to review echo to see if pump could be stopped manually via system controller without injuring patient and the doctor decided to stop the pump. The patient¿s chest was opened, and the doctor assessed the pump and surrounding tissue. The pump was hot, and the surrounding tissue was black which seemed burned. Outlying skin also seemed burned. Pump was not explanted and no exchanged occurred. Pump was ligated and chest was closed after assessment. The pump was turned off and outflow ligated. The patient¿s driveline was cut, and patient was made palliative care.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. Furthermore, low flow hazard alarms were confirmed per the evaluation of the submitted log files. The account reported that the patient was taken to the or for a pump exchange due to highly suspected pump thrombosis. Upon exploration of the patient¿s open chest in the operating room (or), the surgeon noted that the patient¿s pump was hot, and the surrounding tissue seemed burned, as well as the outlying skin. The surgeon decided to turn off the pump due to the patient¿s extensive history of thrombosed pumps. The pump was ligated, the chest was closed, and the driveline was cut. The patient was placed on palliative care. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.